Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section h unique identifier (UDI). Part analysis: the reported condition of "es - failed drawer" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that upon arrival at the station, drawer 7 in a door module pcb was found with no leds illuminated. It was determined that the drawer controller pcb was defective; therefore, the drawer controller pcb was replaced, the drawer was assigned, and proper operation was verified through an hta self-test. The issue was identified during medication dispensing. There was no delay in dispensing medication from this station, as a second station was available down the hall. Tested for proper operation to hta with no issues observed. During dchu visual inspection: pn 151903-01: the unit revealed signs of thermal damage, specifically on components ic u300 and capacitor c302. No fluid ingress, loose components or other anomalies were observed. During dchu testing: pn 151903-01: no testing was performed due to evidence of thermal damage observed on components ic u300 and capacitor c302. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pcba (pn: 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals, resulting in the device not being detected on the bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. As per part investigation, it was determined that the failed drawer was due to thermal damage in component u300 on the pmc board affecting communication and functionality there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer replaced the defective drawer controller and verified the operation through hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.